Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak. It was reported that during device preparation, it was noted that the clip delivery system (cds) was leaking where the lock lever meets the delivery catheter (dc) handle, from the dc handle. The device was not used and there was no patient involvement. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned to abbott vascular (av) for analysis and the reported dc handle leak was confirmed. Av identified a tear in the dc handle seal around the lock lever and that the seal was not seated in the handle seal groove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Av conducted root cause analysis and determined the cause of the leak may potentially be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.